Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and material deformation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement to the lesion causing the reported difficulty to advance and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly calcified proximal circumflex artery that did not have any tortuosity. A 4.0 x 15 mm xience sierra stent delivery system (sds) was used. However, it met resistance with the guiding catheter and the stent struts became flared. Therefore, another 4.0 x 15 mm xience sierra sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed that there was a tear at the guide wire exit notch. No additional information was provided.